Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , improper shutdown, was not reproduced. The device was received with tape over the battery contact pins and a battery alert occurred. Once the tape was removed, the device continued to alarm battery alert and intermittently power on. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. The battery was also tested separately with a known good pump per swi 201, and an improper shut down was not experienced. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. A review of the event history log revealed ¿improper shutdown!¿ approximately 62 minutes and 8 hours and 24 minutes before the improper shutdown alarm, the device alarmed "battery error!". The user unplugged the power cord , powered the pump on and the "improper shutdown!" Was experience. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified.the cause of the condition was determined to be battery alert occurred due to battery cell failure.the battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.